Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with capillary blood glucose readings rising from 200 mg/dl to 288 mg/dl, after which a supply change of the infusion set (6 mm cannula) was performed and the glucose decreased to 275 mg/dl, later returning to target with a fingerstick value of 143 mg/dl entered into the device. Symptoms included feeling warm. Outcomes included no injury, no need for medical intervention beyond routine troubleshooting, and return of glucose to target. Investigation included technical support review, user coaching on supply change, and device use assessment. Investigation of this case revealed that the device was functioning and that the event resolved after infusion set replacement, with no device alarms reported. It was concluded that the episode was hyperglycemia with unclear cause, potentially related to infusion site or set performance, with resolution following user-led corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.